Event description:
It was reported the patient experienced pain at the ipg site due to its size. Surgical intervention was undertaken wherein the entire system was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Section a4: patient's weight was requested after multiple attempts but was not received. Section d3: date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.